Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4) or baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found during use of a homechoice cassette. This occurred during peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The leak was further described as ¿membrane behind door is wet¿. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.